Event description:
Ongoing for several days in late january and early february. Reporter's dtron insulin pump had repeated occlusion alarms. Reporter took steps to solve the problem but they recurred. Reporter called tech support who walked them through the same procedures. The problems continued, followed by the inability of the piston rod to retract all the way. Reporter called tech support who reluctantly admitted the two problems could be connected and sent reporter a replacement pump. Reporter mentioned the problem to a coworker who said it was exactly the same problem sequence they had a few months back. Reporter believes the dtron has a fault. Users should be notified of this to prevent problems ranging from dangerous high blood sugar down to substantial inconvenience. This is the second time disetronic did not inform people of a problem. The first time reporter was told the policy was to help people when they call, not forewarn. Reporter feels this is wrong. Reporter feels the FDA should see if this is a safe product and required disetronic to warn users of potential problems.